Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 6mm x 4.50mm nc quantum apex¿ balloon catheter was selected for dilatation; however, the shaft broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was loosely folded. There is blood in the guide wire lumen showing that the device was used. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 6mm x 4.50mm nc quantum apex balloon catheter was selected for dilatation; however, the shaft broke. No patient complications were reported.